Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to this patient due to t wave oversensing. Upon review, the device required immediate assistance due to error, the static template was lost, and a 60/60 magnet reset had to be performed. There were three resets post cap reform. The technical services (ts) request if there were any procedures involving radiation on those days. A rescreened was performed and was unsuccessful in all 3 vectors due to low r wave in both alt and sec configurations. The ts discussed that if replacing the electrode, attempt to get the sense b electrode in the exact place as it has the best sensing performance. Furthermore, the system was explanted and replaced with a transvenous system and a non boston scientific lead. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to this patient due to t wave oversensing. Upon review, the device required immediate assistance due to error, the static template was lost, and a 60/60 magnet reset had to be performed. There were three resets post cap reform. The technical services (ts) request if there were any procedures involving radiation on those days. A rescreened was performed and was unsuccessful in all 3 vectors due to low r wave in both alt and sec configurations. The ts discussed that if replacing the electrode, attempt to get the sense b electrode in the exact place as it has the best sensing performance. Furthermore, the system was explanted and replaced with a transvenous system and a non boston scientific lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. High powered visual inspection of the header noted no anomalies. A diagnostic device download was performed; there was template lost and power supply errors following a charge completion. The battery case was removed to facilitate inspection of the internal components. High powered visual inspection of the flex circuit on top of the hv capacitors noted that some of the connections had cracked solder joints. Analysis confirmed the cause of the errors was due to the cracked solder joints on the hv capacitor.